Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the needle did not fully engage into the safety device causing a needle-stick injury with the user. No permanent adverse effects to pt reported.